Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): analysis of the device revealed normal battery depletion.

Event description:
It was reported that the battery of the device had reached to the elective replacement indicator (eri) voltage ealier than expected. The device was replaced. No patient complications have been reported as a result of this event.